Manufacturer narrative:
This spontaneous case was reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ('medical device removal') in a 39-year-old female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2023. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023 she underwent medical device removal (seriousness criterion intervention required) by surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. The patient had a medical history of parity 3, multi gravida, dysmenorrhea and pelvic pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2023, 3713 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (dilation and curettage, hysteroscopy, diagnostic laparoscopy, bilateral salpingectomy, and removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the operative port was then used to place the essure device into the left ostia. The device was inserted up to the black marker, was deployed and placed with one coil seen at the ostia. The procedure was then repeated on the right side with 2-1/2 coils seen at the ostia. Date discrepancy in insertion and removal date:(B)(6) 2023. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: final diagnosis result: 1. Essure coils-gross exam 2. Bilateral fallopian tubes, salpingectomy: - complete fallopian tube segments. 3. Endometrium, curettings: -fragments endometrial polyp and fragments of endometrium with prominent -glandular and stromal breakdown. - focal glandular crowding is present (see comment). -fragments of endocervical and squamous mucosa are also present. Surgical procedure dilation and curettage hysteroscopy, diagnostic laparoscopy, bilateral salpingectomy, and removal of essure coils; on (B)(6) 2023: specimen: endometrial tissue gross description received in formalin labeled ¿endometrium" and consists of a 0.5cc aggregate of dark red soft tissue fragments. Clinical history: abnormal uterine bleeding final diagnosis -- result: 1. Endometrium, biopsy: - blood clot and scant fragment of inactive endometrium - no evidence of endometrial hyperplasia or malignancy in this limited sample surgical procedure: pipelle aspiration of endometrial tissue. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jul-2025: medical record received : reporter, medical history, lab data added including surgical pathology report. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.